Event description:
The customer contacted baxter's technical service center and during troubleshooting, the care giver stated the patient line had air bubbles in it. The tsr assisted in ending the therapy. The tsr advised the hp to start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Despite baxter's attempts, no additional information could be obtained regarding this event. If any additional information should become available, this complaint will be updated accordingly. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed if any additional information becomes available. Baxter will continue to monitor similar reports to determine if further actions are required.